Event description:
Customer reported not being able to test her blood glucose because her meter shows previous results upon strips insertion. Customer reported experiencing symptoms of itchiness, rash, headache and vision problem. Paramedics were called and transported customer to park plaza hospital where she was being diagnosed with severe hyperglycemia and treated with unknown medication.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.